Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that external telemetry of this newly implanted cardiac resynchronization therapy defibrillator (crt-d) system showed oversensing and five seconds of pacing inhibition on this right ventricular (rv) defibrillation lead during overnight observation. Coughing, deep breathing, pushing, pocket manipulation, and shoulder movement did not reproduce noise. Testing the day after implant was unremarkable, and there were no stored episodes containing oversensing. Technical services (ts) discussed troubleshooting options and possible causes, such as air bubbles or electromagnetic interference (emi) from a previously abandoned pacing lead tip in the rv. X-rays showed the coil and the abandoned lead tip were a few lead widths apart. The timing suggests that air bubbles were the more likely cause, and additional monitoring overnight was recommended for confirmation. This crt-d system remains in service. No additional adverse patient effects were reported.